Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are recharging too frequently. For the last two weeks, the patient has been charging the implantable neurostimulator (ins) and in less than 48 hours, it was dead. The patient charged (B)(6) 2016, woke up this morning and it was ¿totally dead.¿ it was noted to be a full charge. The patient was trying to contact the physician. The patient was inquiring about seeking a new physician. No symptoms reported. Indication for use included non-malignant pain, and phantom limb pain.

Manufacturer narrative:
Report updated to adverse event <(>&<)> product problem per additonal information indicating that the patient was being referred for a revision, and symptoms noted. Report updated to serious injury per additional information indicating that the patient was being referred for a revision. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative (rep) that since implant the patient has been experiencing shocking throughout their entire body and was occurring every day. Positions were registering correctly for adaptive stimulation. The cause of the shocking had not been determined. Impedances were not able to be taken as the ins needed to be charged. The rep reported that the patient used to charge every three to four days and now were charging more frequently as the implantable neurostimulator (ins) may be fully charged but then quickly go to discharge. The last few weeks the patient had trouble connecting the implantable neurostimulator recharger (insr) with the ins. They were unable to interrogate the ins with the clinician programmer due to the ins being discharged. Recharge statistics had showed that the patient was able to get good coupling, but seemed very rapid as the ins charged from empty to full in approximately one hour. It was noted that the overdischarges may have damaged the ins to the point where charging was erratic; the ins discharged and recharged erratically and not according to normal timeframes. The insr was showing seven to eight bars consistently; the insr system appeared to be working correctly. On (B)(6) 2016 the patient charged for 55 minutes, and got an average of seven coupling bars. On (B)(6) 2016 the patient charged for 56 minutes, and got an average of seven coupling bars. On (B)(6) 2016 the patient charged for ten minutes, and got an average of eight coupling bars. On (B)(6) 2016 the patient charged for 54 minutes, and got an average of eight coupling bars. On (B)(6) 2016 the patient charged for four minutes, and got an average of zero coupling bars. On (B)(6) 2016 the patient charged for 26 minutes, and got an average of eight coupling bars. It was recommended that the patient contact the surgeon; however, the patient noted being told that the first available appointment was three months away. The patient stated being ¿in pain 24/7¿ and was ¿being electrocuted by my device¿ to the point where the patient¿s whole body would seize up. The patient noted wearing prosthetics, so when this would happen, the patient would fall down unless she was close enough to grab on to a wall. The patient could not move, and all the muscles would contract; it was very painful. The patient stated the device was malfunctioning. The rep later reported, on (B)(6) 2016, that the patient experienced positional shocking when they changed positions. Adaptive stimulation programming had significant changes in amplitude from standing to lying front and back. The patient stated she made it stronger because it wasn¿t helping anymore. The patient also noted falling out of her wheel chair all the time. Programming was attempted several times. X-rays were taken and revealed both leads had shifted significantly. The left lead was completely out of the epidural space and sitting on the l3 and l4 vertebral bodies. The right lead had migrated to the t5 vertebral body. This was likely the cause of the shocking and painful rib stimulation as well as the early battery depletion. The patient was being referred for a revision; however, it was unscheduled at this time.

Event description:
Additional information was received from the patient (pt). Pt mentioned that their original ins moved so they had the ins battery replaced, but there was still life left on the ins. Pt inquired about how long the ins battery would last. Agent reviewed expected ins longevity with the pt.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60 lot#/serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type lead product ID 3778-60 lot#/serial# (B)(6) implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.